Event description:
It was reported that the right ventricular (rv) lead had high impedance that triggered a lead warning and a polarity switch on (B)(6) 2013. The patient noted drinking a lot that day. The lead warning was cleared and the lead was programmed back to bipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e2dr01aa implantable pulse generator (ipg) (B)(6) 2005; 5076-45 implantable pacing lead (B)(6) 2005. (B)(4).